Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. A low power alert was declared prior to the pump shutting off. It could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. Customer reported blood glucose level was 223 (mg/dl). It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.